Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample without packaging was returned for evaluation. Although the original event summary states leaking chemo from the y-site, the sample returned confirmed the set to be disconnected at the bonded joint between the tubing and distal end of the space pump segment. Minimal to no solvent residue was present on the tubing. The set was tested per the applicable specification and no leakage was observed from any y-site. The set was tested per the applicable specification and confirmed disconnection at the bonded joint between the tubing and distal end of the space pump segment. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported that the y-site leaked chemo during use. No injury reported.